Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If the information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device had a worn bearing and failed pre-test for check for air leak, check the starting behavior. Check frequency, minimum 12,000 lo 16,000 osc/min. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.